Event description:
The quality manager reported a no alarm situation with an infusion pump found during pt use. The medication involved was morphine. Attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or the set up of the infusion device. No additional contact info was provided.